Manufacturer narrative:
E3 occupation: correction. H6 device codes: correction.

Event description:
It was reported that, prior the flexible ureteroscope procedure for left ureteral stone laser lithotripsy and stone extraction plus ureteral stent placement, the console was self-checked, and the protection lens was confirmed to be in good condition, with the optical fiber checked to be clear and bright internally. After some time into the procedure, electric sparks appeared at the interface of the console. Checking the optical fiber again, a black screen was observed at the front. Checking the holmium laser protection lens, there was also a black spot at the center. A spare protection lens was replaced, the optical fiber was changed, the procedure was completed with same console and another fiber without patient complications. The reported issues caused the procedure time to be extended.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. According to the IFU, it is explained that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that, prior the flexible ureteroscope procedure for left ureteral stone laser lithotripsy and stone extraction plus ureteral stent placement, the console was self-checked, and the protection lens was confirmed to be in good condition, with the optical fiber checked to be clear and bright internally. After some time into the procedure, electric sparks appeared at the interface of the console. Checking the optical fiber again, a black screen was observed at the front. Checking the holmium laser protection lens, there was also a black spot at the center. A spare protection lens was replaced, the optical fiber was changed, and the procedure was completed using another fiber without patient complications. The reported issues caused the procedure time to be extended.

Event description:
It was reported that prior the flexible ureteroscope procedure for left ureteral stone laser lithotripsy and stone extraction plus ureteral stent placement, the console was self-checked, and the protection lens was confirmed to be in good condition, with the optical fiber checked to be clear and bright internally. After some time into the procedure, electric sparks appeared at the interface of the console. Checking the optical fiber again, a black screen was observed at the front. Checking the holmium laser protection lens, there was also a black spot at the center. A spare protection lens was replaced, the optical fiber was changed, and the procedure was completed. The reported leaded to a severe injury and an extension to the patient's procedure time.